Manufacturer narrative:
(B)(4) - the liberte veriflex monorail (mr) stent delivery system (sds) with stent was received with no original packaging or other devices. The device was received in two pieces. There was a complete separation of the hypotube 93cm from the hub. The fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. There was dried blood and contrast throughout the distal shaft. The distal shaft was kinked/bent and severely damaged. While attempting to measure the damaged shaft length, a shaft detached/separation occurred 15mm distally from the guidewire exit port. Due to the separation, an accurate length measurement of the distal shaft could not be obtained. Inspection of the material surrounding the separation and damage did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. The balloon was tightly folded. The four distal rows of the stent were stretched and damaged. The first proximal row of the stent was slightly flared. The stent was stretched which caused it to move proximally on the balloon and overlap the proximal markerband. The difficulty crossing was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the 3.00x12 mm liberte stent would not cross the lesion after several attempts with 'good support'. The 70-80% stenosed de novo lesion being treated was located in the non-calcified severely tortuous left anterior descending artery containing an acute angulation. The lesion was not pre-dilated. It was also noted that a non-bsc stent was implanted in the left circumflex. No patient complications were reported and the patient's status is stable. However, the product analysis revealed a shaft fracture, stent damage and stent moved on the delivery balloon.